Event description:
It has been reported to philips that the wireless footswitch does not function. The wifi indicator status on the footswitch was flashing red, indicating an error in the wireless connection. No harm to the patient has been reported to philips. The procedure was completed by restarting the system. Philips has started an investigation of this complaint.

Manufacturer narrative:
Additional narrative: philips has investigated this complaint. By restarting the system, the power to the base station is reset, which resolved the connection issue philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation.